Manufacturer narrative:
The probable root cause based on the information provided and phone support details is attributed to drape.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that issue was resolved by replacing the drape. The system was verified and ready to use.

Event description:
It was reported that during da vinci-assisted inguinal hernia surgical procedure, site contacted intuitive technical support engineer (tse) to report problems with the camera universal surgical manipulator (usm). The endoscope was installed on usm 3. When the surgeon was controlling the camera arm, it was moving in the opposite direction. Prior to calling, the site adjusted the patient clearance and drape, and the issue was resolved. The procedure was completed with no reported injury.